Event description:
Complainant called, inquiring about a national tv program concerning the use of steel rods in backs. He stated that according to this program, these rods were only FDA approved to be used in arms and legs, not in the back. He received back surgeries on 5 and 7/92. Scar tissues built up and as a result of complications, another surgery was performed on 6/10/93. Complainant noticed a chart in the dr's office, describing the use of the rods in arms, legs and back. He stated that this chart was developed by the MFR of the rods. On 6/10/93, dr implanted steel rods into the complainant's back. After 2 months (8/93), pt complained about back pains, back swelling and pain in left leg. These symptoms are "on and off" to date (11/93). He stated that dr told him that the symptoms (if they really exist) were not caused by the rods. He also stated that dr sent him to a physical therapist 20 miles from his home. (Dr is part owner of the physical therapy clinic.) He stated that during the physical therapy, he met with 6 other pts who have the same rods in their backs. He stated that thes pts also complain of the same symptoms. He also stated that dr told him that the rods were temporary (prior to the surgery), but now can not be taken out and are permanent. As a result of these pains, he is seeing another dr. He stated that this dr stated that the pains and swelling may be caused from the rods.